Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self-test for pacer function. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical canada service department and the customer's report was observed and attributed to a system interconnection cable that was not properly seated. The cable was reseated to correct the reported problem. It could not be firmly established how the cable became misaligned. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.